Manufacturer narrative:
UDI related data quality updates only. This report is being filed as a correction in response to an FDA request. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. Additionally, the field e1 (initial reporter fax) was updated. It is not certain if this device (dilator, vessel, for percutaneous catheterization) will be returned along with the alleged watchman sheath for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a watchman procedure to treat atrial fibrillation (a fib), a versacross connect kit was selected for use. It was noted that when the watchman sheath was advanced over the versacross dilator, the dilator might have pierced the sheath. Hence to resolve the issue a new device was used and the procedure was completed successfully. No patient complications occurred. The device return is available for return. It was further informed via gfe dated 11dec2023, the sheath is available for return. The end looked as it had been pierced. There was no difficulty with femoral access. No damage noted until the sheath was removed. All devices were replaced. The dilator might be inside the sheath for return but the rep is unsure.

Event description:
It was reported that during a watchman procedure to treat atrial fibrillation (a fib), a versacross connect kit was selected for use. It was noted that when the watchman sheath was advanced over the versacross dilator, the dilator might have pierced the sheath. Hence to resolve the issue a new device was used and the procedure was completed successfully. No patient complications occurred. The device return is available for return. It was further informed via gfe dated (B)(6) 2023, the sheath is available for return. The end looked as it had been pierced. There was no difficulty with femoral access. No damage noted until the sheath was removed. All devices were replaced. The dilator might be inside the sheath for return but the rep is unsure.

Manufacturer narrative:
It is not certain if this device (dilator, vessel, for percutaneous catheterization) will be returned along with the alleged watchman sheath for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.